Event description:
Leaking infusion device - compounding technician discovered multiple leaks at various times at the same site where the tubing exits the body of the pump. Device is easypump ii st 250-1, 5-s-us (ref: 4540050-02). Manufacture and vendor were contacted in regard to the issue. B. Braun medical inc.